Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (restenosis of the dilated artery). Evaluation conclusions: known inherent risk of procedure (restenosis of the dilated artery).

Event description:
Approximately 23 months post index procedure, the patient had a target vessel revascularization of the rca using a non-medtronic stent. It was not assessed if the event was related to the study device.

Event description:
The physician successfully implanted a (3.50 x 30mm) endeavor sprint rapid exchange (rx) drug-eluting stent to the distal rca. During the pci, a q-wave myocardial infarction related to the procedure was observed. Revascularization was performed at mid rca using a (3.50 x 30mm) driver rx stent to treat a dissection related to the procedure. Several days post-procedure, the patient was discharged from hospital and the 30 day, 6 and 9 month follow-up confirmed no ae. Approximately 10 months post pci, mi was confirmed in distal rca, treated by revascularization. Approximately 11 months post pci revascularization was successfully performed at mid and distal rca. Twelve month follow-up confirmed no ae. (B)(4).

Manufacturer narrative:
Evaluation: inherent risk of the procedure (mi <(>&<)> restenosis) (B)(4).